Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the device was in use for infusion with patient. According to reporter, the total dose delivered was more than expected. The patient reportedly expired during the procedure. The cause of death is not known.